Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath was selected for use. After preparation, it was noted that the tip of dilator was damaged (tear). The device was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was discarded.